Manufacturer narrative:
The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the air dermatome. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed that the thickness adjustment lever was below the torque specification causing it to move easily. The motor speed was within specification and the calibration was out at the zero setting only. It was also noted that the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. No testing was able to be performed to try to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This event has been recorded under (B)(4). Received; however, not yet evaluated.

Event description:
It was reported that the device was skipping during surgery. The harvested graft was not useable and an additional graft was then taken. There was a delay in surgery; however, the amount of time is unknown. No additional patient consequences were reported.